Event description:
Two patients with the same lot number of a peripheral nerve block developed an infection with an abscess that required I&d and a hospitalization. Pt: 1930, 1690. Device: 2682. Ref mw5186625.